Event description:
A report was received from a patient's mother that the patient is having an increase in nocturnal seizures. It was stated that the device was possibly at end of service but was not confirmed to be at depleted due to lack of information. The patient is also being referred for generator replacement. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received from the physician that the patient's increase in seizures were due to an ear infection and once the ear infection cleared, that the increase in seizures ceased. The infection was unrelated to the vns. It was stated that the device was checked battery status was confirmed to not be low. No surgical intervention has been reported to date. No additional relevant information has been received to date